Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was stuck on a windows update. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on an operating system update. A field service engineer (fse) found that station was stuck in loop for operating system update, attempted to roll back the update but was unable to do it. The fse then replaced the hard drive, configured it with the assistance of a team lead and resolved the issue. The station was configured, the hard drive was updated, the database was synchronized, and the data sink was run. The customer logged in and tested the unit successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was stuck on a windows update. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.